Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's pump alarmed motor error during the rewind. Their blood glucose is unknown. When reviewing their alarm history, there were other motor error alarms present. The insulin pump will not be returned for analysis.